Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID# 2134265-2012-08492. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2012, a taxus liberte stent was implanted in the obtuse marginal. Nine days post procedure the patient presented with totally occluded instent restenosis. Vascular access was obtained via the femoral artery. The totally occluded target lesion, 24mm in length with a significant bend less than or equal to 45 degrees was located in the 2.5mm diameter obtuse marginal. During unpacking of a 24 x 2.50mm taxus liberté mr stent delivery system (sds), a slight bend of the stent was noted. During advancement of the sds significant resistance was encountered and at the diagonal left anterior descending artery (lad) the stent broke into two pieces and remained on the guide wire. The sds along with the two stent pieces were successfully withdrawn. The procedure was completed with overlapping placement of a 2.5x28 taxus liberte stent and a non bsc stent. No patient complications were reported and the patient's status is listed as stable.